Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one month post implant follow-up, high pacing thresholds were exhibited with this right ventricular lead. The physician elected to replace the lead as the patient was reported pacer dependent, although no loss of capture was exhibited. During the revision, the lead was successfully explanted and replaced with another lead of same model type. Post explant the helix failed to function via multiple rotations. Lead replacement was uneventful however, the patient did develop a fever and surgical site hematoma and remained hospitalized. Laboratory blood tests failed to reveal an infection. The explanted lead was not saved and thus will not be returned for analysis.